Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet, while the g7 functioned in the dexcom mobile application; the user was guided to toggle the ilet cgm setting from g6 to g7 and to restart the sensor, consistent with troubleshooting for a communication or pairing problem between devices. Symptoms included no reported adverse physiological effects. Outcomes included no clinical impact or need for medical intervention. Investigation included remote troubleshooting and user education focused on device settings and sensor restart. Investigation of this case revealed an unsuccessful cgm-to-ilet pairing event isolated to the ilet interface, with the cgm hardware and sensor performance otherwise operating as expected via the manufacturer¿s app, indicating a configuration or connectivity issue rather than a sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to pairing failure.